Event description:
It was reported the ¿baclofen implant¿ was removed due to complications and the device being recalled. Two models were implanted and used for 15 years and the catheter was found to be worn out and disconnected during replacement of the patient¿s third pump in 2011. The system was reported to have been used to deliver baclofen. Information regarding the patient¿s medical status prior to the event, the patient outcome, and any diagnostic testing performed has been requested, but was not available as of the date of this report. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).